Event description:
Rv lead was explanted due to infection on (B)(6) 2023. It was also reported that the customer discarded the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).